Event description:
The patient had a reaction to the pump. The pump and catheter were removed. No patient symptoms or device troubleshooting were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.